Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 50 to 60 mg/dl at the time of the incident. The customer was at 312 m/dl at the time of the call. The customer was using auto mode on the pump. The customer used food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. For the past 2 months, 2 blood glucose readings will show up on the pump screen consecutively showing the same amount to bolus, without indicating or calculating active insulin from the previous bolus. As a result of this, the customer has delivered double boluses and gone low. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self-test and displacement accuracy test. Pump passed the dat test at 0.08700 inches. Programmed multiple boluses and monitored; all bolus deliveries were shown properly in the daily history screen. No over delivery anomalies noted during testing. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, faded serial number label and peeling end cap address label.